Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 7:00 am the patient obtained the blood glucose reading of 'greater than 500 mg/dl' on the reported meter, and a reading of 138 mg/dl on a laboratory meter within 30 minutes. The patient took four units of novolog insulin using her pump. One and a half hours later, the patient experienced the symptoms of weakness, confusion, shaking and sweating. The patient administered self-treatment with food and/or a drink; she did not seek medical attention. Troubleshooting revealed the patient's testing technique was correct. No information was provided about the test strips' condition. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting sever hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.